Event description:
It was reported that a patient underwent an extreme lateral interbody fusion with posterior fixation using pulse system navigation. During pedicle screw placement for the posterior portion of the case the surgeon placed a screw that was accurate, then a second screw was placed, which the surgeon felt was inaccurate. The surgeon stimulated the placed screw, which displayed red, indicating the screw was close to a nerve, confirming it was not placed in the intended location. The malplaced screw was removed. The tracking reference array was re-secured. System accuracy was re-established. The case was continued with the remaining screws placed accurately and no additional issues.

Manufacturer narrative:
No device was returned to the manufacturer; however, an on-site representative was able to evaluate the system following the case. Testing was able confirm the system navigation was accurate. Additionally, as re-securing the reference array and performing an additional re-registration scan was able to re-establish system accuracy during the case, it was determined that the system was performing as intended. Based on the information obtained, the root cause of the reported event is unknown, but may have been the result of intraoperative shifting of a reference array. Labeling review: "warnings, cautions and precautions... ...if system data acquisition seems inaccurate or if the software application does not initiate or malfunctions during use, and recommended steps to restore the system are not successful, abort use of the system..." "...the pulse system is to be used only as an adjunct to medical judgment and appropriate surgical practices..." "Intra-operative warnings... ...assess navigational accuracy repeatedly throughout a procedure when using a surgical navigation system. A) reconfirm accuracy by positioning the navigated instrument tip on an identifiable anatomical landmark and comparing the actual tip location to that displayed by the system. B) if the stereotaxic navigation system does not appear to be accurate despite troubleshooting (e.g., resetting the system), do not rely on the navigation system..." "...movement of the patient during the course of 3d radiographic image acquisition may result in inaccurate measurements. Efforts to immobilize the patient during data acquisition should be taken to restrict patient movement. If patient movement during data acquisition is observed or suspected, re-start the data acquisition process in order to ensure accurate image..." "...make sure to gently drape over the patient reference arrays, ensuring the arrays are not bumped or moved in this process. Any movement of the arrays during this process could require a re-capture of the arrays, or even re-scan of the patient if the registration accuracy is not adequate..."